Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to over-sensed non-physiological artifacts. Boston scientific technical services (ts) was contacted and provided extensive troubleshooting options to verify the system integrity, such as provocative maneuvers, isometrics, and diagnostic imaging. The device therapy programmed off. Manipulations were performed, and a large amount of noise was produced. X-ray images were also provided to ts for review. As none of the three sensing vectors were suitable, the physician subsequently explanted the system to resolve the event. A new system was not implanted, as the patient no longer required therapy, as their condition had improved with lifestyle changes and weight loss. The explanted s-ICD system is expected to be returned for analysis. No additional adverse patient effects were reported.